Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the healthcare provider reported that the patient¿s pump was flipped and needed a pocket revision to correct. The environmental, external or patient factors that may have led or contributed to the issue was obesity. Per the reporter it was unknown when it was found. The actions and interventions taken to resolve the issue was a pocket revision was performed on (B)(6) 2019 due the flipped pump and unable to access for refill. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.